Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had repeated motor error alarms. Customer was not exposed not exposed to high magnetic field. Customer reports that drive support cap was flush. Customer declined to troubleshoot. Customer was advised to discontinue the use of the insulin pump and revert to the back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to motor error alarm. Motor passed motor test.